Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 525cc saline prosthesis, catalog #3501685, serial # (B)(4), lot #257551. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast augmentation revision with a mentor smooth round moderate profile 525cc saline prostheses. Right sided deflation was observed on (B)(6) 2018. Bilateral baker¿s grade IV capsular contracture was also noted. As a result, an explant was performed on (B)(6) 2018. This report relates to the left prosthesis. The right sided deflation was previously reported under 1645337-2018-05654 on (B)(6) 2018. Mentor became aware of bilateral capsular contracture on (B)(6) 2018.